Event description:
Discordant, falsely low sodium (na) results were obtained on one patient sample on a dimension xpand with hm instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension xpand instrument, resulting as expected. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that no additional patient samples were affected and quality controls were within specifications. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low na results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.